Manufacturer narrative:
The proximal end of the pusher assembly hypo-tube is kinked where the hypo-tube tab is located approximately 5.0 cm from the proximal end of the wire. The pet-lock at the proximal end of the pusher assembly is still intact. The coil is still attached to the pusher. Conclusion: the complaint has been evaluated. The complaint indicates that there was resistance felt while advancing the coils through a progreat microcatheter. During the evaluation of the coils, it appears that the first coil evaluated was slightly stretched and the proximal end of the pusher assembly hypo-tube was kinked. The second coil evaluated showed a kink at the proximal end of the hypo-tube. It is likely that the resistance described by the physician was caused by difficult access due to patient anatomy which may have compromised the lumen of the catheter, causing resistance when attempting to advance the coils through the microcatheter. The kink in the proximal end of the pusher assemblies and damage to the coils was likely due to the physician attempting to push the coils again resistance in the microcatheter. The coils appear to be within specification and no device malfunction was found. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00429.

Event description:
Two penumbra ruby coils were attempted to be deployed into a hypogastric avm. Resistance was noted going into the 2.8 french progreat microcatheter. Coils were removed from the patient and advanced through the orange sheath into saline outside the body where the coil functioned fine. Resistance was again encountered when the physician made another attempt to advance coils in the microcatheter. Both coils were removed with no issue to the patient or the case.